Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for a generator change procedure. During the procedure, it was noted that the atrial set screw was stripped and could not be loosened after several attempts. Final try was to crack the header, but in the process, the tip of the atrial lead broke off. The lead was capped; the device was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported complaint of atrial setscrew was stripped and was unable to be loosened was confirmed. No device anomalies were found to cause the stripping of the setscrew. The setscrew and connector block threads were found normal. The stripping of the setscrew is related to the user¿s use of the torque wrench in the field.